Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise and chronic low impedance. No intervention was performed. Patient was in stable condition.

Event description:
New information received noted that the atrial lead continued to exhibit noise and low impedance. The lower impedance limit was decreased and the patient would continue to be monitored.